Manufacturer narrative:
Batch review performed on 13 april 2018. Lot 173396: (B)(4) items manufactured and released on 21 june 2017. Expiration date: 2022-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system reference 04.01.0170 (k170452) glenosphere 39xø24.5; lot 163798: (B)(4) items manufactured and released on 15 december 2016. Expiration date: 2021-11-07; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event.

Event description:
The patient came in complaining of pain 3 months after primary. The surgeon believes that the patient was overworked in physical therapy. The shoulder dislocated. The surgeon revised the liner. The surgery was completed successfully.